Event description:
It was reported that the physician had called me suspecting about this right ventricular (rv) lead might have dislodged into the left ventricle with arteria subclavian access. The patient was admitted to check on lead position and it was suspected that the device pocket hematoma maybe due to rv lead in the arteria subclavian. Echocardiogram and x-ray imaging was performed to evaluate lead extraction. Subsequently this lead was explanted. No additional patient adverse effects were reported.